Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: crease sharp broken on anterior, crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with the product. Device remains implanted.